Event description:
Event description guidant received information that during the implant procedure for this defibrillation lead the right ventricle was perforated. A pericardiocentesis was performed and the patient was hosptialized.